Event description:
A customer reported that the unit shut down during a procedure. Additional info provided indicated the system was exchanged and the case was completed without pt harm. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the system and replaced the power distribution pcb (printed circuit board). The system was then tested and met product specifications. The root cause is unk at this time. (B)(4).